Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 while in the clinic, the patient¿s epc system controller was temporarily switched out to a newer model (pocket controller) to determine if the pocket controller would cause alarms. The patient had been at home on an ungrounded system (with a modified power module patient cable) since (B)(6) 2013 due to experiencing pump stop alarms when connected to a power module with the epc controller. The patient was placed on a pocket controller connected to a grounded power module for about one hour without any alarms. When the patient was switched back to his epc system controller, it was reported that the pump speed rapidly dropped several times and then stopped completely. He was placed back on the ungrounded patient cable. On (B)(6) 2015, the manufacturer's technical services team performed phase interrupter/continuity tests and no broken wires were found. They downloaded log files from the epc system controller with the modified power module (pm) patient cable without issue. The epc system controller was then tethered to a grounded pm patient cable which caused immediate red heart alarms and pump stops. The alarms resolved after they switched the power lead connections back to batteries with the modified pm patient cable. The vad coordinator opted to keep the patient on the modified pm patient cable. They changed out the patient¿s epc system controller with a pocket controller used with the modified pm patient cable without issue. Technical services confirmed log files from the epc system controller displayed red heart alarms and pump stops while on the grounded pm patient cable. Technical services also reviewed recent patient x-rays and noted that the internal x-ray displayed one possible area of concern with the percutaneous lead; however, it was previously known that the patient had experienced pump stops and had previously been placed on a modified pm patient cable. The patient was asymptomatic during the reported events.

Manufacturer narrative:
The referenced previous report of pump stops is covered under MFR report number 2916596-2013-01549. Approximate age of device: 1 year and 5 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. The reported event of pump stoppages was confirmed based on the information recorded in the log file submitted to the manufacturer. The log file contained speed interruptions to 0 rpm accompanied by low flow hazard and motor stopped alarms. However, a full evaluation of the device could not be conducted as the device was not returned for analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.